Event description:
It was reported that the during indwelling, compared to kawasumi ulin meter mb, ulin meter bag vertical type overwhelmingly causes air block in the inlet tube of the drain bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during indwelling, compared to kawasumi ulin meter mb, ulin meter bag vertical type overwhelmingly causes air block in the inlet tube of the drain bag.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be generated from supplier side or kink inlet tube/no air vent/design issue. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "cautions/warnings ¿this is a single use product. Do not reuse. ¿this product must be stored in a cool, dry place, away from wet and direct sunlight. ¿should the package is damage, do not use the product. ¿this product is sterilized by ethylene oxide gas." This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.